Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Res vol 95.1 ml, rate is 2,2 ml/hr, given is 6.95 ml. Patient not affected.. No further information available.